Event description:
Meter name: basic. Strip name: one touch strips. Meter code: unknown. Strip code: unknown. Strip storage: unknown. Symptoms: watering mouth, dizzy, thirsty. A pt reported that their blood sugar feels high, but the pt is unable to test due to meter not turning on. Their meter allegedly would not power on. There were no results on their meter. There were no comparisons. There were no other tests done from other sources. Not treated. No further info has been reported.